Event description:
Additional information received noted non-sustained right ventricular oversensing (nsrvo) seen as t-wave oversensing. The device appeared to be correcting binning the nsrvo. No changes were made. The patient was stable.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pseudo pseudo fusion due to pvc oversensing and post paced t wave oversensing. The device was reprogrammed and further changes were discussed. The patient was stable.